Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated ca19-9 results while using the architect ca19-9xr assay. The customer provided the following for a pancreatic cancer patient being monitored: (B)(6). There was no adverse impact to patient management reported.

Manufacturer narrative:
Correction: e. Initial reporter information added. This information was omitted from the initial report. Evaluation of the customer issue included a review of the complaint text, field data review, a search for similar complaints, and a review of labeling. Return material was not available. An analysis utilizing field data was completed to determine if the median patient values have shifted over time. The analysis concluded that the medians of patient results are within the established limits for lot 67006m800. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect ca19-9xr reagent, list number 02k91, lot 67006m800, was identified. An evaluation is in-process.